Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. The reported treatment appears to be related to operational context of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported the procedure was to treat lesions in the left main (lm) and left anterior descending (lad) arteries. Post deployment of the 3.50x18mm xience skypoint stent and post dilatation angiography revealed stent elongation. Intravascular ultrasound (ivus) measurements showed the stent was covering the entire target lesion plus an additional 6mm. There was 24mm of stent present with slight protrusion into the aorta. The issue was resolved by further post-dilation of the stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.